Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother was advised to perform a reset to the device when able. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).